Event description:
The patient was reportedly experiencing loss of lock. External equipment was exchanged; however, this did not resolve the issue. Surgery to explant the patient's device will be scheduled.